Event description:
It was reported that the surgeon noticed filaments within the eye after the implantation of the intraocular lens (iol) into the patient's eye. Account indicated that normal irrigation/aspiration (ia) was applied to remove the filaments. There was no delay in treatment or medical/surgical intervention required. There was no patient injury observed. The patient had no adverse reaction post-operatively. No further information was provided.

Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: n/a, device remains implanted. Telephone number: (B)(6). The device was not returned for evaluation as it had been destroyed. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.